Event description:
The rptr states that he obtained 480mg/dl and 168mg/dl on the accu-chek compact meter within 10 mins. No action taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.